Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 274 mg/dl, 104 mg/dl, 80 mg/dl, 146 mg/dl, 84 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter (B)(4) was returned and tested with returned test strips lot # 45336. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally similar readings of 274 mg/dl, 106 mg/dl, 57 mg/dl, 142 mg/dl, and 84 mg/dl were found in the device's internal memory log within 10 minutes and when plotted on a parkes error grid, the results fell into the "c" zone showing the difference in values to be clinically significant. Note: evaluation code for results: (device performed according to specifications).